Event description:
Pt placed on stroke volume limiter for device malfunction. When leaning over in bed, they heard a loud pop and found that device had broken apart from diaphragm. Pt put on back up device.